Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual and dimension analysis was performed on the returned device. The reported material separation was confirmed. The reported activation failure including expansion failures, difficult to remove and device damaged by another device were unable to be confirmed and/or replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no incidents reported for this lot. The reported patient effect of thrombosis is listed in the supera peripheral stent systems electronic instructions for use (IFU) as a known patient effect of the stenting procedure. It should be noted that the IFU states: prior to removal of the delivery system, ensure the supera stent is completely deployed, the thumb slide is retracted, the system lock and deployment lock are locked (in the path of the thumb slide). The reported IFU deviation did not cause or contribute to the reported complaint, as the physician was likely unable to lock the system prior to removal due to sudden leg movements, which resulted in the stent being pulled out or explanted form the vessel, tip separation, difficult to remove from the guide wire and subsequent damages. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The investigation determined the reported difficulties appear to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Device code 2017- failure to follow steps / instructions. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient with critical limb ischemia and a chronic total occlusion in the mildly calcified, left superficial femoral artery / proximal popliteal artery underwent a balloon angioplasty procedure. The balloon dilatation created a channel for blood flow to the lower extremity. The patient began moving his leg because of the new blood flow. The 5.5x150 mm supera stent was deployed in the sfa/popliteal target lesion. Due to the patient's movement, the doctor did not lock the thumbslide prior to removing the stent delivery system (sds). The tip of the sds got stuck on the guide wire during removal and separated, which pulled the stent out of the intended lesion. After the stent was inadvertently removed, the vessel became re-occluded; presumably from thrombus. There was no report of worsened pain. The procedure was aborted. The physician intends to bring the patient back to the catheterization lab at a later date for a percutaneous thrombectomy. No additional information was provided.